Event description:
Clinical study reported the patient passed away in their sleep at home. Cause of death is not noted or available., the date of death is confirmed through public obituary. The (B)(6) 2023, device interrogation was reviewed by a physician and death was ruled not to be device related. As-vs pacing was 99%, recovery from the device explant/implant on (B)(6) 2023, went well., device interrogation from (B)(6) 2023, says: "download shows vent noise reversion, no egm to view; extended diagnostics show it occurred on day device replaced. 1 mode switch also just seen on, extended diagnostic; episode lasted 8 seconds on device replacement day, again no egm to view. Normally functioning ICD in ddd mode." Vent noise reversion was due to the procedure on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).